Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the curved broach handles seemed to be loose when trying to engage the broach. It was brought to our attention before the case started. No surgical delay.

Manufacturer narrative:
Unable to assemble (product experience code) and device-device incompatibility (device code) were being retracted because the description does not state the parts do not assemble. Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.